Event description:
A customer contacted beckman coulter inc., (bec) stating there is a fluid leaking from the synchron cx9 alx instrument and has leaked on the floor in front of the instrument. The customer also stated that glucose is failing calibration. Per customer, they noticed dried fluid around the glucose cup, but the customer cannot see where the fluid is leaking from; the fluid appears to be colored. The customer stated that when the operator primed the glucose cup the operator did not see any fluid in the cup and the stir bar was not spinning. The customer was wearing gloves, gown and eye protection when troubleshooting. No injuries were sustained by any lab personnel. The customer stated they have a material safety data sheet (msds) and a risk exposure plan at the facility. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) contacted the customer by phone. The fse guided the customer through flushing the glucose reagent line with hot water. The fse then determined that no alkaline buffer was leaking. The issue was resolved through routine customer maintenance and service call. The cause of this event was glucose reagent line. (B)(4).